Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one e ndeavor sprint rx drug-eluting stent implanted to the proximal rca. The following day the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device. Ref MFR# 9612164-2011-01625.

Event description:
Additional information received confirmed that during the index procedure both (B)(6) study stents were implanted to the lad.

Manufacturer narrative:
Lipid lowering drugs, clopidogrel and asa. Evaluation results: inherent risk of procedure (myocardial infarction).